Event description:
Note: this report pertains to one of the four devices used on the same patient. Refer to manufacturer report# 3005099803-2023-03080, 3005099803-2023-03081, 3005099803-2023-03082, and 3005099803-2023-03083 for the associated device information. It was reported to boston scientific corporation on may 24, 2023, that a wallflex enteral colonic stent was to be implanted in the sigmoid colon to treat a 6 cm malignant colonic obstruction during a colonoscopy with stent placement procedure performed on (B)(6) 2023. The patient's anatomy was tight and was dilated prior to stent placement. During the procedure, the first wallflex colonic stent (the subject of MFR. Report # 3005099803-2023-03080) did not deploy, the handle broke, and the stainless-steel shaft was kinked. A second wallflex colonic stent (the subject of MFR. Report # 3005099803-2023-03081) was used, but similar issue was encountered. The stent did not deploy, the handle broke, and the stainless-steel shaft kinked. A third wallflex colonic stent (the subject of this report) was used, but the stent did not deploy, and the stainless-steel shaft was kinked. A fourth wallflex colonic stent (the subject of MFR. Report # 3005099803-2023-03083) was used, but still the stent did not deploy, and the stainless-steel shaft kinked. Consequently, the procedure was not completed, and no secondary procedure was scheduled. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Block h6: impact code f1001 is being used to capture the reportable event of cancelled or rescheduled procedure. Block h10: the wallflex enteral colonic stent and delivery system were received for analysis. Visual inspection of the returned device found that the stent was fully covered and undeployed. The outer blue sheath was detached from the handle, while the outer clear sheath was kinked and was pushed out of the tip. The stainless-steel handle was returned kinked. Functional inspection was not performed due to the outer sheath's detachment from the handle. No other damages were noted on the stent or delivery system. Product analysis confirmed the reported events of stent failure to deploy and stainless-steel shaft kinking. The investigation concluded that the reported events and the additional findings of sheath bent and handle detached were most likely due to procedural factors encountered during procedure. It may be that lesion characteristics, handling of the device, and the technique used by the physician (amount of force applied), limit the performance of the device and could have resulted in the damages noted on the device and the stent's inability to deploy during the procedure. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure.

Event description:
Note: this report pertains to one of the four devices used on the same patient. Refer to manufacturer report# 3005099803-2023-03080, 3005099803-2023-03081, and 3005099803-2023-03083 for the associated device information. It was reported to boston scientific corporation on (B)(6) 2023, that a wallflex enteral colonic stent was to be implanted in the sigmoid colon to treat a 6 cm malignant colonic obstruction during a colonoscopy with stent placement procedure performed on (B)(6) 2023. The patient's anatomy was tight and was dilated prior to stent placement. During the procedure, the first wallflex colonic stent (the subject of MFR. Report # 3005099803-2023-03080) did not deploy, the handle broke, and the stainless-steel shaft was kinked. A second wallflex colonic stent (the subject of MFR. Report # 3005099803-2023-03081) was used, but similar issue was encountered. The stent did not deploy, the handle broke, and the stainless-steel shaft kinked. A third wallflex colonic stent (the subject of this report) was used, but the stent did not deploy, and the stainless-steel shaft was kinked. A fourth wallflex colonic stent (the subject of MFR. Report # 3005099803-2023-03083) was used, but still the stent did not deploy, and the stainless-steel shaft kinked. Consequently, the procedure was not completed, and no secondary procedure was scheduled. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Block h6: impact code f1001 is being used to capture the reportable event of cancelled or rescheduled procedure.